Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. However, found unlocked keypad connector during visual inspection. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels were provided. The mother of the customer reported that one of the buttons of the insulin pump was unresponsive. The mother of the customer also reported a bit of plastic coming off the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.